Event description:
The physician didn't implant this lead due to tip deformation.

Manufacturer narrative:
(B)(4), 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.